Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photos illustrating the set (defect location was taped) were provided for evaluation. A visual inspection was performed on the two photos and due to the difficulty of showing the reported defect due to the defected location being taped, the reported defect of a "pin hole leak" was difficult to observe via the photographs. The reported defect was unable to be confirmed. Without the actual defective sample, the exact root cause was unable to be determined. Sample evaluation is valuable tool in investigation the cause of this incident. If any additional pertinent information becomes available, a follow up will be submitted. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a cisplatin dose was dispensed from the infusion pharmacy to the infusion suite. The rn called to the pharmacy and asked to re-make it because there was a pinhole in the administration set (a primary set) and was squirting. The pharmacy tech mentioned that the tubing is sometimes so kinked in the package that the base solution gets caught when they're priming the set. The pharmacist said that the interior of the two transport bags was not wet when she dispensed the medication. No patient involvement.